Event description:
It was reported that the pt was drowsy, showing signs of apnea and shortness of breath. It was uncertain if the symptoms were related to the pump or not. No changes to dosage have been made recently and the pt had "a number of other medical issues". Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).